Manufacturer narrative:
Additional information: since the device is not available to the manufacturer for examination, as it has been inadvertently disposed by the clinic, no device investigation was conducted. If the device is received in the future, the case will be re-opened and the device investigated. In accordance with the information in the patient report, it is assumed that it possibly failed due to damage to the active electrode likely caused by minute device mobility. However to confirm a root cause of failure an investigation of the explanted device will be necessary.

Event description:
It was reported that the patient underwent a successful implantation with no complications. The patient had excellent performance. In september 2014, the patient reported headache episodes and two basal channels had high impedances. Performance was not affected. At the next check headaches were again reported and two more channels became in high impedance. Performance was not affected. This latest check showed 3 more channels with high impedances and performance has started to decrease. A CT scan may take place to check the position of the electrode. As per additional information received, a CT was conducted showing normal results. The patient was re-implanted in (B)(6) 2015. Reportedly, the explanted device has been inadvertently disposed by the clinic.

Event description:
It was reported that the pt underwent a successful implantation with no complications. The pt had excellent performance. In (B)(6) 2014, the pt reported headache episodes and two basal channels had high impedances. Performance was not affected. At the next check headaches were again reported and two more channels became in high impedance. Performance was not affected. This latest check showed 3 more channels with high impedances and performance has started to decrease. A CT scan may take place to check the position of the electrode.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report. (B)(4).